Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that this was the 6th time a loss of prime alarm had occurred since the problem started several months ago. Reportedly, the pump had not been rebooted without patient intervention and there was no battery removal or cartridge change. The reporter stated that the caps were tight and in good condition and there was no sudden change of force or temperature and no entries in the alarm history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: during investigation, the pump¿s black box was reviewed and showed loss of prime with non-zero force recorded. No loss of primes occurred during testing. The force sensor calibration was found to be within specifications. The loss of prime issue was not duplicated during the investigation.